Event description:
Customer reported a false positive result obtained on the alinity m sars cov-2 assay. The customer stated that a patient had received a false positive result then they tested again and had received a negative results with a different test. There was no impact to patient management reported due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 lot number additional information received. Manufacture date and expiration date updated. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer data review for the reported discrepant results for sars-cov2 target of alinity m sars cov2 assay was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. Amplification curves showed normal amplification. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit ((B)(4)) lot 524053 (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit ((B)(4)) lot 524053 was performed to identify any records that were potentially related to the reported discrepant result complaint. This CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 524053. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant results for sars-cov-2 while using alinity m sars-cov-2 amplification (amp) kit ((B)(4)) lot 524053. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit ((B)(4)) lots 524053 was not identified.